Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator "does not work from the power outlet only on battery (equipment does not charge)." There was no reported patient involvement/adverse patient impact.